Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 325cc mentor memorygel breast implant catalog: 3507325bc lot: 5581004 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with a 325cc mentor memorygel breast implant on the right side, experienced rupture post-operatively. As a result, the patient underwent removal and replacement with a non-mentor breast prosthesis on (B)(6) 2019.

Manufacturer narrative:
On 6/4/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).